Event description:
Despite numerous attempts to risk management for additional information, no response has been received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the account is under an investigation, has requested information and is trying to figure out details. Account also indicated that they have been advised by their legal partners to not give any information. Ees was present for the procedures since the account was conducting a trial on the device. The account was using the (B)(4) and (B)(4) devices before (B)(6) 2010. The ees rep was not communicated or made aware of this post-op leak. There are no details available. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a general surgical procedure, the patient had a post op anastomotic leak. No other details were provided.